Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery compartment on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer, stained label damage, cracked corner of belt clip, and cracked battery tube threads. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.